Event description:
Event description guidant received information that ten days post implant, this ventricular lead demonstrated intermittent loss of capture due to high threshold values and varying r-wave measurements. The atrial lead also had high threshold values and intermittent loss of capture. During initial troubleshooting, there was a disruption with the telemetry/magnet function.